Event description:
Medics responded to a cardiac call. The device was used to shock the patient three times then shut off unexpectedly. The operator powered the device back on and continued therapy. The device shut off again without warning after the fifth shock. A back up device was made available and used to continue treatment and the patient was delivered to the hospital with a profusing rhythm. The reporter states there was no adverse patient outcome due to operation of the device.